Event description:
The customer reported that the unit would not fluoro to start the days cases. Also, there was no image on monitor during x-ray and the cross arm brake was broken.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the camera and cross arm. The unit is working as intended.